Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Issue resolved at time of event. No system evaluation necessary. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic environmental health & safety (ehs) representative received a report that, while an imaging system was being unloaded from a commercial carrier truck at the manufacturer site, the delivery truck driver had difficulty removing the imaging system from the shipping crate. As they removed the crate from the imaging system, the crate began shaking and tipped over to the right side, missing the delivery truck driver. The driver was out of the way of system and was untouched. When the shipping crate was opened, it was noted that the imaging system was not secured properly with the required restraints. No further details regarding the manner in which the system was packaged for shipping were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Per further investigation by medtronic environmental health & safety a corrective action response was initiated to address the reported issue. Per discussion with the field representatives there are packing instruction available and included with the shipment crates. The field representatives conducted mentor training on the issue. The area is secured when unloading crates from truck. This will prevent anyone from being in harm's way should the load become unstable during forklift transportation.